Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a procedure due to complaint of pocket discomfort. Upon interrogation it was observed the implantable cardioverter defibrillator was also post-paced t-wave oversensing. Programming changes were completed the address the oversensing issue. The device pocket was revised in an additional procedure. The patient was stable.